Event description:
The customer reported via phone call that about six months before the call, she went to the emergency room due to a blood glucose level over 300 mg/dl. Customer stated that the high blood glucose level may have been a side effect of medication. The customer also reported that she currently had infusion sets that may have been defective. Customer was advised that the infusion sets would be replaced but would not return any products for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.